Event description:
It was reported that the customer had been having high blood glucose levels. Customer stated that she will often get a no delivery alarm when she boluses and primes. Customer stated that she received the alert this morning and changed her set. Customer's blood glucose level was 600 mg/dl. Customer treated with a manual injection. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. Customer was advised that the pump was designed to alert no delivery when it detects an occlusion. Customer stated that she thinks she has not been getting any insulin since last night. Customer tried to give herself insulin and the pump said that she did not need any even though her blood glucose level was 311 mg/dl. Customer had symptoms of irritability. Troubleshooting was performed, but customer had to go before it could be completed for the alarms. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.